Event description:
It was reported that high impedances of >10000 ohms were measured on electrodes 8-15. The manufacturer representative reported that the patient had a couple falls in the past, and the patient associates a change in stimulation with a fall about a year ago. The patient stated that their stimulation was fine before the fall. The target for stimulation was the patient¿s back and both legs, but were only able to get stim on the right side. When stimulation was turned up, the patient was able to get stim on the left side, though this was too high and made the patient¿s leg twitch. No lead fractures were said to be visible. The manufacturer representative tried to reprogram around the impedances, but was unsuccessful. The patient was going to be scheduled for a lead revision, though the manufacturer representative wasn¿t sure on what date and time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37081, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37081, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).